Event description:
Major pump unit(s) involved: external control system failure. Additional text: loss of power causing vad to stop working specific component(s) involved: external controller malfunction additional text: suspected system controller wire fatigue. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.